Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was turned on to start a new case for training with a demo impella when the aic screen turned black for a couple seconds. Troubleshooting was initiated but the aic was unable to be used and an "unexpected controller shutdown" alarm appeared. There was no reported harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name updated. D9 device return date added. Updated h3 to device evaluation anticipated.